Event description:
The customer reported that their battery was "out of spec", alarming after 10 minutes in use. No pt involvement or negative pt impact was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.